Manufacturer narrative:
The device was in use for treatment. The ventricular lead was inactivated and left inside the patient; therefore, it cannot be returned for analysis. No subsequent device or clinical adverse events have been reported. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated. Lead fracture is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The event will be re-evaluated if additional information becomes available.

Event description:
The customer reported that this ventricular lead was inactivated due to lead fracture. The lead was left inside the patient. The patient's device was reprogrammed to air mode. A new ventricular lead will be implanted at the time of battery replacement for her pacemaker. No subsequent device or clinical adverse events have been reported. The lead was active (in service) for approximately 3 years, 1 month.